Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. (B)(4). The manufacturer¿s international service technician confirmed the reported touchscreen issue and noted that calibration of the touchscreen did not repair the issue; therefore, he replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the screen on touch panel was misaligned. There was no patient involvement.